Manufacturer narrative:
Eval summary: the packaging was not returned for eval. It is possible that the cracked cavities were caused by transit damage post-distribution, but without further info, the exact cause of the damage cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the inner and outer packaging is damaged. The plastic containers are cracked.